Manufacturer narrative:
Section 10: concomitant products: (B)(6) - 300-01-14 - equinoxe humeral stem primary press fit 14mm, (B)(6) - 315-35-00 - glnd kwire, (B)(6) - 20-15-05 - eq rev locking screw, (B)(6) - 320-20-00 - eq reverse torque defining screw kit, (B)(6) - 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm, (B)(6) - 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm, (B)(6) - 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm, (B)(6) - 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm, (B)(6) - 320-31-40 - glenosphere, 40mm, (B)(6) - 320-35-07 - small superior/posterior aug glenoid plate,left, (B)(6) - 320-40-00 - 145-deg pe 40mm hum liner +0, (B)(6) - 321-52-07 - 3.2mm drill bit sterile, (B)(6) = 321-52-09 - 3.2mm k-wire, trocar tip. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that this 72 y/o female patient's right shoulder was revised approximately 5 months post op initial surgery. The patient had a reverse shoulder done. Surgeon implanted a small sup/post augment with 4 screws and a 40 glenosphere. He also implanted a 14 stem cemented in with a +0 tray and 40+0 liner. The patient was stable after the case. At some point the anterior portion of the glenoid broke off causing the baseplate and glenosphere to rotate anterior. Dr. Revised the shoulder removing the glenoid component as well as tray and liner. He revised it to a a hemi using a +0 replicator plate and a 47 x 22 tall head. Patient was last known to be in stable condition following the event. No other patient information/medical history reported. Images received. Sales rep was unable to obtain x-rays. Product not returning - hospital kept.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, g4, h6 MDR section codes updated/corrected: b, c, d, g the revision reported was likely the result of an anterior glenoid fracture as reported. A secondary finding was prosthesis wear of the explanted humeral liner, likely due to scapular notching and/or abnormal articulation following the reported bone fracture and subsequent rotation of the glenoid components. However, the bone fracture and series of events cannot be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not returned for evaluation and no radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.